Event description:
Additional information received indicated that a lead replacement procedure had been scheduled. Additional information has been requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of high ventricular rate (hvr) noted on the device due to noise on the right ventricular (rv) lead. The lead is an abbott product; however the product information is unknown at this time. Lead provocative testing was performed which intermittently reproduced the noise episodes. The patient was stable and will continue to be monitored. Further information has been requested but not received.